Event description:
Noise on both ff and near field observed. Lead remains actively implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were informed that the patient was seen for in-office testing. Noise was not reproducible with isometric movements. Physician suspects a lead fracture, and the lead has been explanted. No adverse patient events were reported. Upon receipt the lead was found cut 1 cm distal to the df4 connector pin. Explantation aids were still inserted in and bound on the distal lead fragment. The performance of the returned lead fragments was scrutinized including a visual inspection. Multiple signs of wear were detected on the leads body. In particular 8 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the cuts into the insulation 40 cm distal to the df4 connector pin and the deformed right ventricular shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We were informed that the patient was seen for in-office testing. Noise was not reproducible with isometric movements. Physician suspects a lead fracture, and the lead has been explanted. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.